Manufacturer narrative:
The meter was returned and upon investigation, complaint was not confirmed, and no new issues were observed and all results were within the range specification, and no errors/tdn was observed during control solution testing.

Event description:
A customer's son reported that paramedics were called when the customer became disoriented, was mumbling and felt cold. The customer was diagnosed with severe hypoglycemia and given glucose injections at the hosp.